Manufacturer narrative:
(B)(4). Component code: 510-sensor; 423-cable. This complaint is related to MDR #1828100-2015-00848. The user facility¿s biomedical engineer (biomed) will install the new level sensor once received. There was no visible damage to the level sensor, but the customer does have a high use rate of their equipment.

Event description:
It was reported when the perfusionist (ccp) was setting up for a second cardiopulmonary bypass (cpb) procedure of the day, the yellow alert level sensor alarmed for a low level when one did not exist. The ccp tried re-attaching the sensor and also applying more ultrasonic gel and it kept alarming. The ccp replaced level sensor with another level sensor and the alarm stopped. The level sensing system performed as expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: during set-up and priming of the cpb circuit, the ccp turned on the level sensing system and she observed a "level not attached" error message. The ccp removed the sensor from the level sensor pad and she re-applied the silicone gel packaged with the sensor pads. She re-connected the sensor and the "level not attached" error message did not clear. The ccp changed the level sensor and used a replacement. This sensor functioned correctly and was used during the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed ¿level disconnected¿ message on central control monitor (ccm) when performing cable agitation. When the cable sheathing was removed, a broken wire was observed. Correspondence with customer indicates there are improvement opportunities in their use of the manufacturer level system: reservoir selection: customer states they are using a medtronic trillium affinity nt cvr oxygenator. This oxygenator uses a cylindrical reservoir, with no flat surface to affix the level sensors. While customer states they are affixing to a flat surface, none exists on this reservoir. Per manufacturer system 1 operators manual, the surface must be flat. Mounting pad adhesion time: customer states they attach the level sensor mounting pads then attach the level sensors between 2-4 minutes thereafter. Per manufacturer system 1 operators manual, the mounting pads must be allowed to set for 5 minutes before attaching the sensors. Cleaning: customer states they are cleaning the sensors with alcohol wipes. Per manufacturer system 1 operators manual, the sensors should be cleaned only with a mild soap and water solution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.